Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection; however the customer's complaint was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: front panel is constantly flickering, and scope detection slide is not working. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "error code b30, front panel constantly flickering and locking mechanism and scope detection slide not working" malfunctions would likely be related to a faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source displayed a b30 communication error code. The issue occurred during during preparation for use for a diagnostic procedure. There were no reports of patient harm.